Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complaints team received an impact study (B)(4) regarding a patient who had a right-sided hemothorax with a definite relationship to the impella procedure. A large right-sided complex hemothorax, extensive volume loss in the right lung, large right effusion, small right pneumothorax, and small left effusion with significant anemia the night before 4.9 hemoglobin that required transfusion (packed red blood cells). The patient was taken for re-exploration/washout. Two liters of blood was removed from the right chest, and small bleeding site was noted at fatty tissue right chest. Nothing else in the right chest was identified as the culprit. There was a drastic improvement in hemodynamics and respiratory status. The patient survived the procedure.

Event description:
Additional information received from study patient 225-001 of thrombocytopenia. The relationship to pump is listed by abiomed safety as "possible". The pi has not yet entered the relationship. Study form states: patient had washout/re-exploration for right sided hemothorax (ae001) on (B)(6) 2025. Patient platelets were at 85 afterwashout/re-exploration.

Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding was determined to be patient condition because the bleeding was reported at non-impella site. The cause of the injury / anemia was not determined due to insufficient clinical details. Device with sn: (B)(6) passed all post sterile inspection checks.